Event description:
A us distributor returned a monitor and reported monitor was experiencing adjust belt, check pad, and asystole messages.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt, check pad, activity report and asystole event) was isolated a defective q701 component. The root cause was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.